Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Images received for this procedure were reviewed and indicate: images are of an arteriographic CT of the abdomen and lower extremities. There are major occlusions in the left popliteal and both legs bilateral total knee (btk). There is a stent in the proximal iliac artery. There is bleeding in the abdomen but the origin of bleeding is not in the femoral or iliac arteries. Conclusion: the images support the incident description. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(6). Images received from this procedure were further reviewed and indicate: images are frontal views of a CT angiogram of the lower aorta and lower extremities. A pigtail catheter is positioned in the lower aorta at the location of the kidneys. There is a blush of contrast seen surrounding an artery to the right kidney. There is a stent visible in the proximal left iliac artery. There is no blush or bleeding noted to originate from the femoral or iliac arteries. Conclusion: the images support the incident description of bleeding in the abdomen. Evaluation summary: evaluation found the device in the pre-plunger deployed position, with blood present in the device. During testing the device was flushed using tab water. The water was injected into the marker tube and exited the marker port without difficulty. Based on the flushing test result, the reported marking failure experienced during the procedure could not be confirmed. The perclose proglide training guide under pre-procedural indicates, prep the device by flushing the marker lumen with heparinized saline and it must be observed saline dripping out of the marker port. It was not reported if this step was completed before use. Under positioning; advance the device into the artery until pulsatile flow is observed exiting the marker lumen. If this step, during deployment is not done correctly, the device will not mark during use and blood would only wick into the lumen. Other use related causes are marker port against artery wall, side wall stick, low blood pressure, clot or tissue plugging marker port and device not in arterial lumen. The report of the arteriotomy being lightly calcified may have also been a contributing factor in the event by possibly causing blockage at the marker port inhibiting blood flow. The device instructions for use (IFU) states: do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. If excessive resistance in advancing the perclose proglide device is encountered, withdraw the device over 0.038 (or smaller) guide wire and reinsert the introducer sheath or use conventional compression therapy. Based on the analysis and testing results, the probable root cause for the failure of the device to mark during use is considered related to incorrect technique. There was no manufacturing or quality issue detected. A review of the finished device history records did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there were no other previous incidents reported for difficult to mark, blockage within the device or device component for this lot.

Event description:
It was reported that a physician, in-training in the use of the proglide device, attempted arteriotomy closure of a lightly calcified common femoral artery after a diagnostic procedure. Reportedly, while advancing the device resistance was felt. After that the device was forwarded to the right position and no blood came out from the marker lumen. The device was removed and manual compression was applied to achieve hemostasis. Shortly after the procedure the patient felt bad and was pale. A CT was performed and bleeding in the abdomen was detected. The bleeding was stopped and treated by surgery. The physician stated after the surgery that the proglide device did not cause or contributed to the bleeding. After the surgery the patient was reported to be in good condition. There was no adverse patient sequelae. Though requested, no additional information was provided.